Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that the gel in the bd vacutainer® ppt¿ plasma preparation tube k2e was "not well formed" before use. The following information was provided by the initial reporter: "the user complained that the gel inside the tube is not well formed with lumen observed."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gel in the bd vacutainer® ppt¿ plasma preparation tube k2e was "not well formed" before use. The following information was provided by the initial reporter: "the user complained that the gel inside the tube is not well formed with lumen observed."